Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were recently hospitalized due to a blood glucose level of 671 mg/dl and diabetic ketoacidosis. The customer was wearing the insulin pump at the time of admission. Blood glucose level at the time of the call was 204 mg/dl. The customer also reported receiving no delivery alarms, which were resolved by complete set changes. The insulin pump was not replaced or returned for analysis.